Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive because the returned sample did on appear to be the original complaint sample. The product returned for evaluation was one 7fr d/l hickman chronic catheter. The catheter was received with one j-tip guidewire, one 18ga introducer needle, one plastic tunneler, and one 7fr introducer dilator/sheath. All sample elements appeared free of usage residues and were unremarkable to gross inspection. An attempt to infuse water through the catheter using a 12ml syringe revealed the catheter to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the catheter. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample was unremarkable. No deficiencies were discovered through evaluation of the returned sample; however, the event description indicated that the complaint sample was used and no signs of use or attempted use were exhibited by the returned sample components. Consequently this complaint is inconclusive at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huxl0011 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
The facility reported extravasation and alleged rupture with in two days of insertion.